Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 863588) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced genital hemorrhage ("abnormal bleeding (general)") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes describe: I was prescribed hormone pills for pain"). In (B)(6) 2015, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and abdominal pain upper ("left side stomach pain"). The patient was treated with paracetamol (tylenol) and surgery (surgery on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital hemorrhage, allergy to metals, abdominal pain upper, vaginal hemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, migraine, headache, nausea, vaginal discharge and hormone level abnormal outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, bladder disorder, dyspareunia, female sexual dysfunction, genital hemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal details - it is stated that essure has not been removed, however, scheduled date was (B)(6) 2018. Discrepancy in insertion date- previously captured date was (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-mar-2020: medical records received : lot number added. Reporter added. Insertion date updated. Lab test ¿ultrasound scan vagina¿ was updated to ¿hysterosalpingogram¿. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 863588-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. On (B)(6) 2012, the patient had essure inserted. In may 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2015, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In june 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes describe: I was prescribed hormone pills for pain"). In august 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In august 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device expulsion ("coils being inside uterus"), allergy to metals ("nickel allergy") and abdominal pain upper ("left side stomach pain"). The patient was treated with paracetamol (tylenol) and surgery (laparosocpy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, allergy to metals, abdominal pain upper, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, migraine, headache, nausea, vaginal discharge and hormone level abnormal outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, bladder disorder, device expulsion, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal details - it is stated that essure has not been removed, however, scheduled date was (B)(6) 2018. Discrepancy in insertion date- previously captured date was (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. The lot number reported (863588) is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Event "partial expulsion of device" added. New reporter and past medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 863588-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2015, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6)2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes describe: I was prescribed hormone pills for pain"). In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6)2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and abdominal pain upper ("left side stomach pain"). The patient was treated with paracetamol (tylenol) and surgery (surgery on (B)(6)2018). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, abdominal pain upper, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, migraine, headache, nausea, vaginal discharge and hormone level abnormal outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, bladder disorder, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal details - it is stated that essure has not been removed, however, scheduled date was (B)(6)2018. Discrepancy in insertion date- previously captured date was (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. The lot number reported (863588) is not valid. Most recent follow-up information incorporated above includes: on 7-apr-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 863588-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes describe: I was prescribed hormone pills for pain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and abdominal pain upper ("left side stomach pain"). The patient was treated with paracetamol (tylenol) and surgery (surgery on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, abdominal pain upper, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, migraine, headache, nausea, vaginal discharge and hormone level abnormal outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, bladder disorder, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal details - it is stated that essure has not been removed, however, scheduled date was (B)(6) 2018. Discrepancy in insertion date- previously captured date was (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. The lot number reported (863588) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. No valid lot number was provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes describe: I was prescribed hormone pills for pain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and abdominal pain upper ("left side stomach pain"). The patient was treated with surgery (surgery on (B)(6) 2018). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, abdominal pain upper, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, migraine, headache, nausea, vaginal discharge and hormone level abnormal outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, bladder disorder, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received. Lab data added. Events: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), hormonal changes describe: I was prescribed hormone pills for pain, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dyspareunia (painful sexual intercourse), migraines / headaches, nausea, nickel allergy, pain, vaginal discharge, left side stomach pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.